Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where the user experienced hyperglycemia.

Manufacturer narrative:
As per case notes, customer was not using the cgm system on (B)(6) (date of the event). If the customer is not using cgm then they will not get alerts for hypo and hyperglycemic events. H6 result code updated to 3221. H6 conclusion code updated to 67.